Manufacturer narrative:
Batch review performed on 12 september 2018; lot 140308: (B)(4) items manufactured and released on 02 may 2014. Expiration date: 2019-03-31; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: femoral component sphere cemented size 3+ l reference 02.12.0023l (k140826); lot 151962: (B)(4) items manufactured and released on 13 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Tibial insert fixed sphere flex size 3/12 mm l reference 02.12.0312fl (k121416); lot 134431: (B)(4) items manufactured and released on 13 november 2013. Expiration date: 2018-09-30; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs (B)(4) on 13 septemebr 2018; knee revision surgery occurred 2 years after cemented total knee arthroplasty in a heavy (B)(6) year old patient. According to the report, the cause of revision is ligament laxity that required a more constrained knee system. This diagnosis seems very convincing given the previous operations that this knee was subjected to.

Event description:
Revision surgery performed due to ligaments laxity 2 years and 3 months after primary surgery. Gmk-sphere was replaced by a gmk-hinge.